Manufacturer narrative:
No conclusions can be made since the products were not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"2 fibers broke on 2 different patients with 2 different consultants who are regular users of the equipment. I have been told the part that broke was inside the scope at the time and the staff didn't do anything different to what they normally do. The fiber sparked and then it was clear it was broken."

Event description:
"2 fibres broke on 2 different patients with 2 different consultants who are regular users of the equipment. I have been told the part that broke was inside the scope at the time and the staff didn't do anything different to what they normally do. The fibre sparked and then it was clear it was broken."

Manufacturer narrative:
Update as devices returned after complaint closure: analysis of both the fibers revealed each fiber was broken in two pieces, one large piece with the connector and one small piece of fiber with the distal tip. The break points for each of the fibers showed both visible charring and slightly stretched buffer material. The length of piece a for both of the fibers (fiber a - 22" and fiber b - 21") is approximately the distance from the distal tip of the complete fiber to the point where the fiber would exit a flexible fiber optic cystoscope. It is possible that both of the fibers were bent to a radius that exceeds the minimum bend radius (7mm) of the fiber at this location near the cystoscope. Subsequent laser energy exposure likely damaged the fibers resulting in the fiber break, the charring, buffer elongation noted, and the sparks that were visible to the customer. The successful testing of both of the fibers after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that both of the fibers were fully capable of functioning as intended. Likely no fault with the fibers as manufactured. The fibers likely failed due to user mishandling.